Event description:
It was reported that the interventional technologist had rotated the tabletop of the innova 4100 in order to transfer a patient to a stretcher. The rotational lock on the table had not been re-engaged prior to transferring the patient. When the patient was transferred to the stretcher, the tabletop moved and the patient fell to the floor. The patient received a concussion and subdural hematoma as a result of the event. The patient was treated in the ER, and then was transferred to the ccu. Heart palpitations were noted during the patient's treatment. The patient is now in the rehab unit. No additional information regarding the status of the patient is known at this time. The technologist/customer alleges that the cause of the user not re-engaging the rotational lock may be due to the fact that the only indication that the rotational lock is engaged is a small light on the table side controller. The light is reportedly not always visible when moving patients. The ge field service engineer checked the locks following the incident and confirmed that the locks were working per specification

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.